Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a successful device interrogation was performed and completed. After leaving the programmer and returning, the programmer displayed an overheated message; "printer hot." The power was cycled on the programmer, and the message cleared. It was later reported that the programmer was not doing any testing and was saying "inhibit programming not confirmed. Noisy telemetry with device." It was further noted that the programmer had 6 green bars. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the printer problem and noisy telemetry could not be reproduced. It was noted that the system fan was noisy, the power supply fan was noisy, the device displayed an error during interrogation, as a result the link electronic module (lem) circuit board was replaced and calibrated, and the handle was broken on the upper case.